Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed near the 6 cm depth marker, approximately 7 cm distal to the molded joint. Kinks were observed in the catheter approximately 2.5 cm, 4 cm, 4.8 cm, and 6.1 cm distal to the molded joint. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Additional longitudinal splitting and whitening of the catheter material was observe at the corners of the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) of redq1513 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq1513) have been reported from the same facility in sweden.

Event description:
It was reported that "when flushing with saline it is a leaking from insertion site" the catheter was removed "and there is a hole 5.5 cm from 0 mark." Powerpicc solo placed 190717. In connection with care and maintenance when flushing with saline it is a leaking from insertion site. Catheter is remove and there is a hole 5.5 cm from 0 mark. Secure a cath was used. Cancer patient treated with chemo, gemcitabine, paclitaxel and some antibody.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq1513 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq1513) have been reported from the same facility in (B)(6).

Event description:
It was reported that "when flushing with saline it is a leaking from insertion site" the catheter was removed "and there is a hole 5.5 cm from 0 mark". Powerpicc solo placed 190717. In connection with care and maintenance when flushing with saline it is a leaking from insertion site. Catheter is remove and there is a hole 5.5 cm from 0 mark. Secure a cath was used. Cancer patient treated with chemo, gemcitabine, paclitaxel and some antibody.